Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: a review of the alarm history did not show any errors, alarms, or warnings that would indicate a processor error associated with a blank display screen. During investigation, the pump powered on to a blank display. The pump was opened and there was evidence of moisture found on the main pcb, the display flex, and the transceiver pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.